Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for o2 low flow and nurse call. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.